Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including numerous abdominal and pelvic surgeries. Medical records do not provide specific details regarding previous hernia surgeries or type of device used. Pt was referred to a pain clinic for nerve block injections of the right inguinal region in 2000, with limited success. After implant of perfix plug, pt underwent nerve block injections for suspected neuromas, however, it appears relief was only temporary. According to the documentation, adhesions and scar tissue are both though to be contribution, adhesions and scar tissue are both thought to be contributing factors to her continuing pain. It is noted on (B)(6) visit that she experienced this pain ten years before through this same incision, entrapment was noted, scar was revised and pain went away. There is no mention of visualization of the perfix plug in any surgical notes between the implant and the explant. Documentation from an office visit in (B)(6) 2007 indicated the pt was pain free, and there is no further documentation after this visit. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. There is no indication of defective perfix plug. Additionally, no product has been returned. If any add'l info is obtained, a f/u MDR will be submitted.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2001, pt underwent ventral, incisional hernia repair with implant of perfix plug that was sutured to the fascial of the copper's ligament. Colporrhaphy was also performed. On (B)(6) 2002, pt complaining of "grabbing burning pain that never goes away." Pain began 2-3 months after last surgery. On (B)(6) 2006, pt underwent laparoscopy with lysis of adhesions resulting in an enterotomy, which necessitated converting to an open procedure with add'l lysis of the adhesions and an add'l enterotomy, resulting in intraoperative surgical consultation and small bowel resection. The surgeon notes since the adhesions were very extensive in the area of symptoms, symptoms were probably related to adhesions. No mention of perfix plug. On (B)(6) 2007, pt underwent scar revision with lysis of adhesions. An area of small bowel was adherent to the abdominal wall. It is noted that the adhesions in the area of sensitivity are probably the etiology of symptoms. No mention of perfix plug. On (B)(6) 2007, there is tenderness below the scar with two discreet nodules, possibly neuromas. On (B)(6) 2007, pre-surgery consult for soft tissue augmentation over the area at the time of surgery. Pt is very thin and had minimal amount of subcutaneous tissue over nodularity which appears to be attached to the fascia over the pubis. On (B)(6) 2007, during exploration of right groin, an inguinal mass was found separate from a previous incision. Thickening of the perfix plug was pressing on her femoral triangle. Perfix plug was explanted.